Event description:
The foriegn affiliate reports, "implanted in theatre by experienced registrar and neurosurgeon. Technique and calibration faultess. Icp in theatre during closure was 2-6mm hg with a wave form present on the monitor. Once in the neuro hdu the readings rapidly went into the negative drift - 18mm hg to 30mm hg. The monitor had been zeroed and the correct technique employed with the interface control unit. The patient's status did not change during this time, the icp sensor was explanted 48 hours after implantation..... Following explantation, another icp microsensor was implanted without issue, the icp microsensor read 10-12mm hg as expected."